Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient infusion set not inserted into optimal area, resistance and uncomfortable event on 31-may-2024. Infusion set has been used for 3-5 hours. No further information available.